Event description:
There is no patient impact associated with this complaint. It was alleged that the basal rate was programmed on a monday; on the next day, tuesday, the patient claimed that the basal program was empty. According to the reporter, the patient did not change the battery during the intervening time. The reporter stated that, per the patient, the pump did not provide notification that the basal program was empty. This complaint is being reported based on the patient report that the basal rate program was cleared without warning.

Manufacturer narrative:
(B)(4). The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): there were no cosmetic or external damages observed when the pump was received. The black box and download history did not reveal any alarms or activities outside normal use. The black box recorded multiple ewa 241 codes, indications that a 0.00 unit basal rate was selected by the user. When a 0.00 unit basal rate was programmed during investigation the pump clearly displayed on the screen 'alert. Your active basal program is empty 0.000u/hr'. There is no evidence to suggest that the basal rate was programmed without user intervention or that the pump did not display the required message. The pump evaluation could not confirm or duplicate the alleged malfunction. Unrelated to the complaint or to any notable functionality of the pump, the investigation revealed a high force sensor calibration.